Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. No event history log provided. No previous repair was noted for the last 12 months. Product was not returned and no photographic evidence provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation cannot be performed. Unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed four times at night and one time in the morning. It was reported that the pump would alarm no disposable, clamp tubing and then stop troubleshooting was performed but the alarm persisted. Patient switched to their backup pump; it was reported that the patient felt symptomatic (lightheaded and dizzy). The patient received IV remodulin. The product fault occurred while in use with the patient. The product issue contributes to patient or clinical injury, but no medical intervention provided. This is a continuous infusion the concomitant medical products were lynparza, remodulin mdv and tadalafil. Possible serial number (B)(6).